Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-01418. The patient received two occipital leads (off label). It is unknown which one was related to the issue and was explanted. Therefore, both the leads are being reported as explant. It was reported the patient¿s leads had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein one of the lead was explanted and replaced with another model.